Event description:
A customer stated that they obtained accu tni results in a "critical" range for multiple patients that when repeated resulted within the normal reference range. Exact results were not supplied; it is assumed from information provided that results were above the ami cutoff and repeated in the normal range.the results were not reported out of the lab.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples are collected in lithium heparin plasma tubes.the lab policy is to redraw the patient when discrepant results are obtained.customer indicated that qc low level mean has shifted since switching to a new reagent lot.service was offered but declined by the customer.no definitive root cause can be determined from the information supplied to date. A malfunction will be assumed for the purpose of this report.